Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the doctor stated that the generator was not as powerful and they noticed more bleeding when using the device. The procedure was completed with adjunct suturing and monopolar cautery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.